Event description:
Patient with known esophageal cancer presented with solid food dysphagia. The video upper endoscope was introduced into the oral cavity and advanced into the esophagus. The proximal end of prevously placed ultraflex stent is seen. Two large chunks of food product nearly obstructing the esophagus were removed with the help of a four-prong. Tumor ingrowth was seen to the extent that it is nearly obstructing the esophagus. The endoscope was passed through moderate resistance into the stomach. The ge, gastroesophageal, junction, which was about 5 cm, centimeters, distal to it, was spared of tumor ingrowth. A wire was passed throughout. Intially a 12-cm-long (9 cm covered) ultraflex stent was placed. However, as the stent was delivered, though it delivered perfectly, it did not really cover the distal of the previous stent where the tumor ingrowth is. Again, the process was repeated, and a new ultraflex stent, this one 10 cm in length (7 cm covered), was placed, covering the distal end where the ingrowth is. The two new stents are coaxial, and in fact, there was a very nice overlap in the area of the tumor growth itself. The patient tolerated the procedure well with no immediate post operative complications.